Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported spo2 probe stopped working. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, multiple broken traces were found. Software testing was not possible as a result of the open connections, and the sensor additionally failed continuity testing as a result. When connected to a test device the error message "sensor malf" was displayed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4).